Event description:
On (B)(6) 2012, the reporter contacted animas, stating that the up arrow and down arrow keypad buttons required multiple presses to elicit a response. The reporter stated that the keypad was peeling off and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was peeling at the ok button. During testing, the ok button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was difficult to press; the button cover was removed and the internal slug was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Alert date is (B)(6) 2012 not (B)(6) 2012.